Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart after replacing the battery. Customer's blood glucose value was unknown. Customer reported that this was the second occurrence of the alarm after battery change. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. The insulin pump will not be returned for analysis.